Event description:
Customer reported being recently hospitalized for low blood glucose levels. Customer reported that the hospitalization took place approximately six months before the call. Customer was wearing the insulin pump at the time of the hospitalization. Blood glucose levels at the time of hospitalization and the time of the call were not provided. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.